Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon inserted the 17.5 diopter aq2015a three piece silicone lens before noting the tear in the optic. The lens was cut and removed from the eye without any patient complications. The reporter stated the incident was the result of a loading issue.

Manufacturer narrative:
Method - lens work order search. Results: visual inspection of the returned lens showed only half of the lens was returned and there was a tear across the optic. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. A lens work order search was performed and revealed there were no similar complaints within the work order. Conclusion: based on the complaint history, product evaluation and work order search, we were unable to determine a specific root cause of the event. A current investigation is ongoing to address these types of issues. (B)(4).